Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unexpected restart, external ram crc error and also for low battery. Customer¿s blood glucose was 184mg/dl at time of incident. Customer passed the self test. Customer advised to monitor the pump and call back if issue occur again. Insulin pump will be return for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected external ram crc error, unexpected restart error, low battery, failed battery test alarms or reset time/date anomaly after change battery noted during testing. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and missing end cap sticker.